Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated troponin result for one patient sample. The analyzer generated an initial troponin result of 1058 ng/l. Upon repeat, a troponin result of <10 ng/l was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Acceptance criteria was met. Tracking and trending did not identify an adverse trend for the customer's assay lot. Labeling was reviewed and found to be adequate. Based on the evaluation, no product deficiency was identified.